Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 2.1, 3.2; lab: 1.6, 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 2.1, 3.2; ref: 1.6, 2.7; mean: 1.85, 2.95; confidence limits: 1.2-2.3, 1.8-4.2. Per event details, lab and inratio tests were performed at the same time. Customer results were analyzed and accuracy confidence limits were met. Product deficiency not established. No further investigation required. The customer did not provide the strip lot number. The complaint trending cannot be determined. No corrective action required at this time as no product deficiency was established.